Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h6. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6)2020 and obtained the following additional information: the monopolar curved scissors (mcs) tip cover accessory was properly installed and a backup mcs tip cover accessory was used to complete the procedure. No more details are available. Based on the information provided at this time, this complaint remains reportable due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mcs tip cover accessory loosened during use. At this time, it is unknown if the mcs tip cover accessory fell inside the patient. Unintended fragments falling into the patient may require surgical intervention. The product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the logs was not performed as no logs are available for the mcs tip cover accessory, and the event date is currently unknown. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mcs tip cover accessory loosened during use. At this time, it is unknown if the mcs tip cover accessory fell inside the patient. Unintended fragments falling into the patient may require surgical intervention. The product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory loosened during use. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.